Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor reset during incoming functionality testing, specifically during detect and treat testing. The cause for the failure was isolated to contamination on components u1004, u1005, da1001, da1002, and d1000 on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a monitor for a non-reportable problem, a monitor reset during incoming functional testing.